Manufacturer narrative:
This issue was clearly user driven. Set up instructions are clear; the circulating nurse, for whatever reason failed to follow these instructions. Other staff in the room were knowledgeable, able to clearly see the error in a very short time. However, they report that there was a window of opportunity of approximately 30 seconds for cross contamination. Although it is reported at this point in time, there is no pt consequence. We do not know what impact, if any, this event will have on the pt. It is because of this uncertainty that this report is being filed to document this event. At this time, no further action is warranted; however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Customer was evaluating fms solo advanced irrigation pump with re-usable tubing. Upon starting the second case, circulating nurse failed to remove previous check valve from pump before attaching the new intermediary tubing with new check valve. The surgeon made incision, inserted scope and turned irrigation water on. Less then 30 seconds later, first assist noticed that there were two (2) check valves in place and stopped irrigation flow. Both irrigation and intermediary tubes were removed and new ones were installed. Instructed or staff to remove irrigation and intermediary tubes and replace with new ones. Case finished without incident. To date, no adverse pt issues have been reported. Though no product was defective, incorrect setup potentially put pt at risk for cross contamination. Facility discarded the complaint device.